Manufacturer narrative:
The device, intended for use in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Factors, which can lead to a ablate issue include: there may have been an issue with another device used as part of the system. There may have been a loose cable connection between the returned device and the used controller, which could cause non-functionality of the device. The ablate foot pedal may have been missing/detached, so the facility may have considered the ablate as non-functional. The facility may have encountered an intermittent failure due to a partially broken one or more signal wires. There were no indications to suggest the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a procedure, the cut button of the pedal was not working. No backup device was available. No delay and no patient injuries were reported.